Event description:
It was reported that the customer was hospitalized with a blood glucose of 300 mg/dl, and was on life support. The mother just stated that the customer was not feeling well. The mother did not have the insulin pump with her at the time of the call. Therefore troubleshooting could not be conducted. The mother stated that they just wanted the insulin pump replaced. Advised that we cannot replace the insulin pump until we can verify the serial number. The customer or mother was to call back with that information. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.